Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that her onetouch verioiq meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the problem with the meter started 2 weeks prior to contacting lfs when she attempted to test her blood glucose levels and obtained the alleged message. The patient does not administer medication to manage her diabetes and reported that she continued with her usual diabetes management routine after obtaining the message. She alleged, at an unknown date and time after the start of the issue, she experienced symptoms of ¿nausea, excessive thirst [and] sweating¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was being used for the first time. The patient had used the correct test strips and the correct testing steps. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.